Event description:
A non healthcare professional reported stating that, after lens was implanted, lens appeared to be cut down the middle. There was patient contact. The procedure completed on the same day. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).